Event description:
It was reported via a phone call to the complaint management department that while in use the intra-aortic balloon pump (iabp) alarmed "purge failure." The cardiac care unit (ccu) staff used all means to rectify the situation without success. The pump was exchanged off the patient. The pump was sent to biomed. Additional information received on (B)(6) 2011 from the biomed technician stated that he could not duplicate the alarm. The pump was put back into service. There was no reported patient death or injury. Medical/surgical intervention was not required. The interruption in iabp therapy was for the timeframe required to exchange the iabp. There were no patient complications and the patient outcome is okay.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.